Manufacturer narrative:
Product event summary: analysis confirmed that the stylus and pointer would not align on the programmer screen, and the stylus hesitates to operate. It was also found that the electrocardiogram (ECG) connector on the link electronic module (lem) board was loose, and the programmer failed an incoming test related to the ECG connector.

Event description:
It was reported that the programmer's stylus pen would not work sometimes, as if the connection was going bad. It was unclear if the issue was with the stylus or the connector in the programmer. The programmer was returned for repair. There was no patient involvement.